Manufacturer narrative:
(B)(4). Date sent to the FDA: 02/04/2019. Investigation summary: it was reported packaging integrity. An unopened sample was returned for analysis. During the visual inspection of the sealed sample, the needle was not secured correctly in slot and consequently the needle was rotated, and needle point is protruding piercing through the paper lid, but the sterile barrier on the overwrap package was not compromised, since only present damaged and no pin holes could be observed. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Based on the sample condition, the assignable cause of packaging ¿ integrity, is needle point outside of cover.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2018, and suture was used. Prior to use on the patient, it was noted that the sterile package was damaged with a hole pre-operation. Another like device was used to complete the procedure with no adverse patient consequences reported. No additional information was provided.